Event description:
It was reported that a tasp shim is missing ball bearings. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The previous reports were submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The previous reports were submitted in error and should be voided.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a1, b4, b5, g3, g6, h1, h2, h3, h6, h9, and h10 visual inspection of the returned item found it to exhibit signs of use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with one unrelated deviation / anomaly identified. The device is confirmed to have been a part of a CAPA investigation. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.